Manufacturer narrative:
Hamilton medical ag¿s conclusion: during the technical evaluation, signs of reduced blower performance were observed, such as lower speed and ambient state condition. The investigation confirmed a defective blower module ((B)(6)) as the root cause. The blower was replaced successfully and all following tests were passed, no additional components were needed, and the device is back in use. No patient harm occurred.

Event description:
Hamilton medical ag received the following complaint description (summary of the customer/reporter): (1) summary: the customer reported a serious ventilation failure in february 2025 involving a c6 device ((B)(6)), which stopped ventilating and triggered the emergency alarm. A picture provided shows the message "ventilation cancelled", indicating the device entered ambient mode. According to the attached logs, technical fault 431001 occurred at the time of the event ((B)(6) 2025 02:50:54), with two previous occurrences of the same fault recorded. (2) no clinical signs, symptoms or conditions and a additional device was required, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.